Event description:
(B)(4) MDR - while the ICD was being exchanged, discoloration was noted on the unit. Shock impedance was as expected, but the implant time was only four years and the physician wonders why. The date of implant was not reported and it is unknown why the ICD was being exchanged. Should additional information be provided, this event will be updated. The lead was returned for analysis.

Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was eri, and 102 charge processes had been registered. The charge drawn from the battery was checked. The battery depletion proved to be within expectations. During a visual inspection, a discoloration of the housing was noted. This kind of discoloration can arise on the housing surface of the ICD from the formation of titanium oxide, due to the strong electrical fields during a shock delivery. This is normal and as expected and has no impact on the devices capability to provide therapy. The memory content of the ICD was checked. The check of the available iegms showed interference signals in the ventricular channel, which led to several shock deliveries. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. In addition, the icds capability to provide therapy was tested. The anti-bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. In addition, the production documents of the ICD were reviewed. All manufacturing steps had been carried out properly. There is no indication of a material defect or manufacturing error. In summary, the device status eri was as expected. There was no device defect.